Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 46.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead exhibited noise over-sensing, which caused inappropriate automatic mode switch. The lead was explanted and replaced. Upon inspection of the removed lead, it was noted that there was insulation damage in the area that sat under the clavicle. The patient was in stable condition.